Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering bolus. The blood glucose reading is 274 mg/dl. Customer treated with insulin pump. Checked the blood glucose reading again; the blood glucose reading is 255 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Customer stated that he is not getting enough insulin. Nothing further reported.